Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of peritoneal dialysis (pd) cassettes were damaged. The damage was further described as machine scratches on the tubing near the patient connector. The damaged cassettes were discovered during therapy setup. There was no patient injury or medical intervention associated with this event. No additional information is available.